Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen which is an off-label usage of the device on (B)(6) 2025. The date of the event is an approximation. On (B)(6) 2025, the patient experienced a medical event during a routine doctor¿s appointment. While at the clinic, the patient began to feel overheated and started sweating excessively before losing consciousness and falling, hitting her face on a counter. At the time, the dexcom receiver displayed a blood glucose level of 325 mg/dl. A manual finger stick performed by the doctor showed a significantly higher reading of 425 mg/dl. The patient was moved to a private room, where she regained consciousness and self-administered insulin using her insulin pen. She remained under observation for over an hour. A follow-up finger stick showed improvement in blood glucose levels, though the exact value was not provided. After returning home, the patient calibrated her dexcom g7, which then began functioning properly. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.